Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer stated that he had problem with bronchitis and had experienced frequent urination, shortness of breath, vision blurred, and ketones. The customer was told that the medication caused the high glucose level because it contains steroids. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.